Event description:
It was reported that the patient went to the emergency room (ER) yesterday and had now been admitted to the hospital. The patient was implanted last week. No signs and symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was hospitalized with severe dehydration, vomiting, and constipation. There was not a 50% or greater symptom reduction. The device was turned off on (B)(6) 2015. Two weeks after that, the patient was evaluated at the doctor¿s office. The device was reprogrammed and turned on and the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).